Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements.  No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient came to the clinic on (B)(6) 2020. The patient was sent to the emergency department for driveline infection. The patient was placed on several IV antibiotics. The patient was to continue on cefepime until (B)(6) 2021. Then the patient will be placed on life long oral antibiotic suppression following completion of IV antibiotics.

Event description:
The patient's infection resolved on (B)(6) 2021, with sequelae. The patient will be on continuous antibiotics.

Event description:
The patient's infection was identified as pseudomonas aeruginosa. The patient had abdominal pain and driveline drainage. The patient underwent driveline debridement with excision of sinus tract. The patient also had an application of negative pressure wound vacuum-assisted closure debrided driveline.